Event description:
Information was received that a blockage alarm occurred with a cadd ms3. Dose or amount: 60 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah. No reported adverse effects.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of keypad was verified. Service replaced keypad, new front housing, microprocessor board, scratched screen, syringe and battery caps as well as new software installation. The problem source is unknown.